Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the 1st firing with a green cartridge, the staples did not form properly in the middle portion of the staple line. There was a serosal tear noted at the midpoint of the staple line on the outermost row of staples on the patient side. Bleeding occurred and was controlled with oversewing. No transfusion or blood products were administered. The procedure was completed by reloading the same stapler. There was no patient consequence. One device was discarded.